Event description:
It was reported that during device change out for eri the rv lead exhibited low sensing and high capture thresholds. Additionally, the lead had previously exhibited noise. The lead was capped and replaced on (B)(6) 2017. The patient was stable before during and after the procedure.